Event description:
Product analysis was completed on the returned lead portion. A small portion of the lead assembly including the electrodes was not returned for analysis. Therefore, a complete evaluation could not be performed on the entire lead product. The reported high impedance could not be confirmed on the returned portion. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that a good mechanical and electrical connection was present at one point in time. Continuity checks of the returned lead portion were performed and no discontinuities were identified. There is no evidence to suggest discontinuities in the returned portion of the device.

Event description:
It was reported that the patient was scheduled for a revision surgery due to high impedance observed on his vns. The device history records of the implanted generator and lead were reviewed by the manufacturer. It was found that all quality tests passed prior to distribution. The patient¿s lead replacement surgery was completed. Device diagnostics were performed preoperatively, and the high impedance was confirmed. The pocket was opened, and the lead was examined by the surgeon with no abnormalities identified. The neck was then dissected and the existing lead removed prior to the placement of a new lead. The explanted lead has not been received by the manufacturer to date. No additional pertinent information has been received to date.

Event description:
The explanted lead was received by the manufacturer, and product analysis is underway. Follow up with the office of the treating nurse practitioner showed that pre-operative x-rays were taken of the patient, but they were unable to visualize the vns lead sufficiently in the x-ray to find discontinuities. She believed the lead pin was fully inserted, but their assessment was limited by the image quality. No additional pertinent information has been received to date.